Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation as the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient was unable to state when the alleged product issue first occurred but informed the cca that they manage their diabetes by self-adjusting their insulin dosage and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that at an unspecified period of time in relation to the alleged product issue they developed ¿high blood sugar¿. Due to this the patient was hospitalized and on (B)(6) 2017 they were given an insulin shot from a healthcare professional. The type and dosage of insulin provided was not noted. The patient also mentioned that on (B)(6) 2017 at 7am they had measured their blood glucose on another device and obtained a result of ¿240mg/dl¿. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event. The subject meter could not be ruled out as a cause or contributor to this event.